Event description:
Surgeon stated that he successfully implanted a cc4204bf plate collamer lens. During the post-op examination the pt was experiencing a hyperopic refractive surprise. The pt was diagnosed with a pre existing cystoid macular edema (cme) which the surgeon stated would explain the pt's unintended post operative refraction of +1.50, and not due to incorrect labeling of this product. The lens remains implanted. Surgeon also states that the incident is not product related. Model and lot numbers of injector and cartridge used were not provided.